Event description:
New information noted that the noise was over-sensed.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance, noise and fracture on the atrial (ra) lead. On (B)(6) 2024, the physician elected to cap and replace the ra lead. The patient was in stable condition.